Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the user was having issues with the initial connection of the system and the leica ohx microscope. Following sop l-80, he was unable to complete the initial step of the scope communication task. User verified that all connections were corrected and tested multiple rs-232 ports within the microcal software with no resolution. He also verified that connectors were on the connect ports on the leica. There was no patient present during this event.